Event description:
During a follow-up in clinic, the device was noted to be in backup mode. Technical support was contacted and confirmed the device entered backup mode after a high ventricular response episode. Several attempts were made to restore nominal settings with a firmware download, however, were unsuccessful. The device was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup mode was confirmed. The device was received in backup mode with battery near beginning of life (bol) level. Analysis of the device image indicated that a hybrid component error resulted in code corruption and triggered the device backup mode. The product code could not be downloaded, which was consistent with the hybrid component anomaly detected in the device image. Output measurements were performed and confirmed device functionality in backup mode. Additional testing required cutting open the device case and performing direct measurements on the internal components and hybrid circuitry, which indicated that battery was at bol level with normal current level. The reported backup mode is consistent with a hybrid component anomaly.